Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. This report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿standardized practice reduces complications in breast augmentation: results with the first 290 consecutive cases versus non-standardized comparators¿: a (B)(6) years old caucasian female patient from the ¿non-standardized surgery¿ group who underwent replacement of breast implant with an unspecified gel mentor breast implant has experienced asymmetry on an unknown side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report contains supplemental information for mentor psr reference number (B)(4).